Event description:
The male patient received a 3.5x13mm cypher stent in 2006. Three weeks post implant, the patient suffered cardiac arrest and passed away. No autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.